Event description:
Complainant alleged that during a routine shift check of the device by a clinician, it was observed that the internal handles were coming apart. The complainant indicated that there was no pt involvement in the reported malfunction.